Manufacturer narrative:
(B)(6).

Event description:
It was reported that moderate aortic regurgitation and patient cardiac arrest occurred. The heavily calcified native aortic annulus was 25.1mm in diameter with calcium extending into the left ventricular outflow tract (lvot). Pre balloon aortic valvuloplasty (bav) was performed in accordance with the directions for use (dfu), using a 20mm balloon. A 25mm lotus edge valve system was advanced for implantation. Upon deployment of the valve asymmetric unsheathing occurred. The lotus edge valve was repositioned multiple times, in accordance with the directions for use (dfu), however moderate perivalvular leak (pvl) was still present. Due to possible under sizing of the lotus edge valve to the native anatomy, the physicians decided to change to a 27mm lotus edge valve system. Bav was performed with a 23mm balloon in accordance with the directions for use. Then, a 27mm lotus edge valve system was advanced. While beginning to unsheathe the 27mm lotus edge valve the patient lost blood pressure and flat lined. The physicians tried twice to unsheathe the valve to get an early valve function, however both times asymmetric unsheathing occurred. The patient was successfully resuscitated. Then the 27mm lotus edge valve was successfully unsheathed properly. The final position was accepted, however the patient had moderate pvl. The patient passed away due to a respiratory infection unrelated to the lotus edge valve implant procedure. The date of death has not been provided.